Manufacturer narrative:
The event occurred at (B)(6). The patient was reported to be stable after the explant. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Visual examination of the returned pump, revealed depositions of blood and tissue in the lumens of the inlet tube, inflow graft, inlet elbow, and outflow graft. Examination of the pump blood-contacting surfaces revealed depositions of denatured blood extending from the distal-side of the inlet stator, throughout the blood tube and rotor, and into the proximal-side of the outlet stator. The areas that were in direct contact with the inlet and outlet bearings, appeared significantly denatured. The depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined. The depositions found in the pump would have created additional resistance on the spinning rotor, potentially contributing to the reported high power consumption. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 3 years post-implant, the patient was admitted due to a pseudomonas aeruginosa infection and sepsis. The patient received low flow alarms and temporary elevated. An echocardiogram and CT scan were performed. The hospital team placed the patient on extracorporeal membrane oxygenation (ECMO) support as pump thrombosis was suspected. The outflow graft was sewn closed and the pump was stopped. On (B)(6) 2014, the ECMO therapy and the cannulae and the pump were explanted. The patient was reported to be stable in the ICU on intra-aortic balloon pump (iabp) support.